Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored as the shell and center patch were dark blue and brown in appearance. Brown and green particles were noted on the outer surface of the balloon shell. A valve test was performed and the flow of fluid was continuous and unobstructed. A fill tube test was performed and no blockage was observed. An air leak test was performed and leakage was observed from an opening on the radius of the shell and a large tear on the posterior portion of the shell (opposite the center patch). Under microscopic analysis, the opening on the radius and the origination point on the tear were noted to be striated, consistent with surgical damage from removal activities. No particles or foreign material was observed in the valve channel.

Manufacturer narrative:
A review of the device labeling noted the following: warning and precaution: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach, delayed gastric emptying and/or the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "come to our unit with vomiting blue liquid." The device was removed.